Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Event description:
It was reported by the distributor: during unknown surgery it was discovered that quick coupling for k-wire was not grabbing the wire. Surgery was delayed 5 to 10 minutes due to the reported event. A spare device was available to complete the surgery. Surgery was completed successfully without any medical intervention. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The complaint that the unit will not hold wire was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. Placeholder.